Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having difficulty when charging the implantable neurostimulator (ins), they couldn't get to a 100%, the controller was at 40% and ins was at 90% and the controller screen came up with a message said 'to call' but pt cannot remember the exact message. Pt said the issue started today. Pt stated already tried to reset the controller. Agent had difficulty understanding the patient because they explained the issue vaguely and they were talking away from the phone. Agent had pt to reset the controller. Pt confirmed no visible damage on the controller and recharger. Agent had pt to clean the connection pins and start the ins charging session. Pt was able to charge the ins showed controller at 30% and ins was at 90% with excellent connection but suddenly showed finish. Agent had pt to unplug and re-plug the recharger to the controller. Pt said got no device found. Agent reviewed information. The controller was followed by the passive recharge mode screen showed 90-98-99 and screen kept on going back and forth between the checking recharge quality and passive recharge mode screen. Agent told pt that the screen will go back to the batteries screen. Agent instructed pt to keep charging the ins and monitor the issue. Pt will call back for further assistance. Pt called back and stated that the message mentioned on the previous call was rm03. Pt also reported burning the back of a finger. Agent submitted a request for repair to replace the recharger.